Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery, motor error alarm or no delivery alarm due to unresponsive button. Also, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error and act button stuck in place at times. The customer stated that insulin pump had diminished battery life under a week and rejected brand new batteries. Customer stated insulin pump had unexplained no delivery alarms 5- 6 times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.